Event description:
Healthcare professional reported unknown side capsular contracture unknown baker grade. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: cloudy in gel is observed. Crystalline is observed. Deformation is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported capsular contracture baker grade IV on the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture unknown baker grade. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side capsular contracture unknown baker grade. The device remains implanted.